Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 683 mg/dl. Customer's mother drove the patient to emergency room and was admitted to the hospital on (B)(6) 2016. Customer cause of the hospitalization was the new medication that affected her blood glucose overnight. Customer was on an insulin drip and put back on the pump today. Customer was wearing the pump at time of hospitalization. Customer was able to perform the high pressure test and gave no delivery. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised that we will send replacement sets.